Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter inc (bec) that coulter lh750 slidemaker was leaking fluid onto the table. The fluid appeared to be diluent but could be contaminated with blood. The operator was wearing a lab coat, gloves, and eye protection. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no death or injury. No patient result or treatment was affected by the leak. The field service engineer (fse) did not observe the leak, but observed that a solenoid was intermittently not working. The fse replaced 10 bank solenoid assembly and fd 6 (fluid detector) from customer stock. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode is unknown, but the solenoid may have contributed to the leak.